Event description:
It was reported that there was a malfunction resulting in boot up failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pcb - carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 (B)(4). Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Manufacturer narrative:
This device was not manufactured for sale in the USA and therefore a USA UDI is not available.